Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5068 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported by remote transmission atrial and ventricular leads showed noise on a stored diagnostic. It also showed over sensing on the ventricular lead and under sensing on the atrial lead. Both leads remain in use. No patient complications were reported as a result of this event.